Manufacturer narrative:
(B)(4). Batch # l90p6u. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the customer sent the handpiece to be checked. During the screening the engineer found the housing cracked.

Manufacturer narrative:
(B)(4).batch #l90p6u. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Per handpiece screening procedure, the handpiece was evaluated and no issues were found. The handpiece passed all functional tests and was fully operational .